Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 330 mg/dl. Customer reported that they insert new battery but display did not returned. Customer was advice that clear the external flash error alarm. Customer stated the display was not blank less than 30 seconds and did not return. The insulin pump will not be returned for analysis.